Event description:
It was reported by the sales rep, that at (B) (6) the surgeon couldn't insert the lag screw mentioned below inside the nail as the hole was too tight. It was further reported that the surgeon extracted the long nail and implanted a nail 4225-0380s instead.

Manufacturer narrative:
The associated device in this event is catalog no. 4060-0095s lot no. K261752 lag screw, stst 10.5x95mm. It is not known at this time which device if any caused this event.